Event description:
Caller reported a malfunction on pump, but did not experience any notable events prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support to reset pump, which successfully resolved malfunction without recurrence, allowing customer to continue using pump. No further actions were taken, but caller was advised to report if issue reappeared.